Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical open book error. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected critical pump error was noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. However the pump failed the self test, alarming pump error 63 due to moisture damage on the electronics assembly. The pump was received with moisture damage on the motor. The pump had a scratched case and a fading serial number label.